Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received that a pump was exhibiting no disposable, clamp tubing, when a smiths medical, cadd medication cassette was attached. It was reported that troubleshooting was unsuccessful. Per reporter the end user switched to the backup pump and a new cassette the pump was then infusing with not further issues. No adverse patient effects were reported. No additional information is available at this time.